Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thyroid procedure, the nim 3.0 was making excessive noise. Troubleshooting was performed by adjusting the bed controller next to the patient interface, wires wrapped around the patient interface, changed and went to a second nim system but the problem persisted. The sound of the nim was in a pattern at that time and it was impossible to get rid of the noise on the nim. It was realized that every time the patient exhaled on the anesthesia ventilator, the noise would happen on the nim. At that time, it was realized that the contact emg tube was old which had expired. Normal monitoring seemed to be continued with no issues even if there was noise, stim was moved to 2.0 mv to trigger a response. The electrosurgical equipment and muting was in use during the procedure. When stim probe was used a biphasic waveform was present. The procedure was extended by 30 minutes and was completed with the reported product. There was no patient impact.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.